Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: precautions: "do not over-advance ureteral stent onto stent positioner. Crimping of stent could occur." Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: precautions: "do not over-advance ureteral stent onto stent positioner. Crimping of stent could occur." Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
International customer reported that a patient underwent a percutaneous antegrade ureteric stent placement on (B)(6) 2017. The procedure was reported to be uneventful and the patient was discharged. The patient returned for follow-up with nephrostogram on (B)(6) 2017. Nephrostogram results show a fractured stent within the ureter proximal to the kidney. The customer opines that a stone may have caused the fracture during stent placement. The patient is reportedly scheduled for urologic surgery to remove and replace the fractured stent. It is not known as of the date of this report if the patient underwent surgery. Patient has an external drain for draining urine from kidney. No further information was received. The actual device involved is not available for examination.